Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer calculated carbohydrates incorrectly which lead to blood glucose level >400 mg/dl and diabetic ketoacidosis. Customer was hospitalized and treated with insulin drip and fluids. Customer was released from the hospital 8/26/15 with the issue resolved. Customer reverted to manual insulin injections and pump retraining with clinical diabetes specialist.